Manufacturer narrative:
Approximate age of device - 7 months. The patient remains on lvad support. Review of the system controller log file revealed intermittent speed drops to 9090 rpm from the patient¿s fixed speed of 9400 rpm as well as transient power elevations up to 10 watts. The parameters recover to the baseline ranges after these elevations. A direct correlation between the device and the patient¿s reported elevated lactate dehydrogenase could not be determined. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the clinic and their lactate dehydrogenase level was 1012u/l. The patient was admitted. Power spikes were noted on the device history; no alarms were reported and the patient was not symptomatic. The patient was treated with integrilin since admission. Data log information was sent to technical services for review and the pump power and the estimated flow appeared fairly stable, with the exception of two power elevations. The pump parameters recovered to the baseline ranges after these elevations. The rate of occurrence of pulsatility index events appeared to increase as the file progressed. The event history appeared normal.